Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after received multiple shocks that were possible inappropriate for possible supraventricular tachycardia (svt). Technical services (ts) reviewed the event in which this patient was in a irregular narrow complex rhythm that went into wide complex tachycardia which was either ventricular tachycardia (vt) or svt with aberrancy. This patient received 4 shocks which did not convert the rhythm, with the narrow complex returning after the fourth shock. The end of the episode was not available. It was noted that the rate was above the shock zone programmed. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.